Event description:
The patient had a right total joint placed in 1997. In 2005, three condylar screws were replaced. The original screws were loose. Additionally, during surgery fossa screws were found to be loose, these screws were able to be tightened. The implants were found to be stable and functioning properly, with no deleterious, harmful, or permanent injury to the patient.